Event description:
It was reported via repair work order that the cot would not function due to cracked inner legs and a worn slide bushing lock bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.